Event description:
It was reported that approximately 12 months post implant of a bifurcated device, a suprarenal aortic extension, and two limb extensions an endoleak was noted. The limb extension on the right was placed with too little overlap during the initial procedure and the limb was disconnected from the main body. The physician elected to add an additional limb extension and the endoleak was resolved. Patient is doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU due to: right and left iliac artery diameters greater than 2.3 (6.6 and 5.4 cm, respectively); and, bilateral iliac artery angulations greater than 90 degrees. In the face of adequate (1.8 cm) overlap at the implant procedure, there was substantiated evidence of a partial stent separation of the right iliac stent extension at four month post implant; the artery was quite tortuous. There also was evidence of a partial stent collapse just above the bifurcation. There was a decrease in size of all aneurysmal sacs at that time, and there was no evidence of an endoleak. The non-treatment of the partial component separation contributed to the eventual complete component separation and type iiia endoleak eleven months post implant. At this time, there was a development of a small mural thrombus approximately 5.5 cm superior to the bifurcation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a likely root cause has been determined to be due to aneurysmal nature of the iliacs and off-label use of the device based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.